Event description:
The customer alleges that the circuit melted while in use on a patient. No report of patient injury or harm.

Manufacturer narrative:
Qn#: (B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time since the device sample of a picture of it is not available for evaluation. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the physical sample becomes available this complaint will be reopened.